Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial air alarms occurred toward the end of two consecutive routine hemodialysis treatments, which could not be resolved by the operator. Rinseback was either not performed or completed due to possible clotting, resulting in an estimated combined blood loss of 270cc. The pt's standard heparin dose was increased. No other medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. Facility staff attributed the alarms to positioning and clotting of the pt's catheter. There is no evidence of a device malfunction. A direct correlation between nxstage sys one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.